Event description:
Patient reported that she experienced severe itching, a rash and cold sweats after the implant of a trimark biopsy site tissue marker device. The marker will not be returned for eval, so hologic is unable to confirm this complaint. The marker device is composed primarily of implant-grade titanium. This material has been tested for biocompatibility per iso 10993-1.